Event description:
During coil embolization within an unknown aneurysm, these two orbit coils did not advance through (rebar 10 mti) microcatheter. Whereas, other sizes were able to pass (637mf0410 & gdc360 degree). There were no reported pt complications. A review of the analysis performed on the returned product determined that there was a reportable product malfunction that was not evident from the info provided by the customer.

Manufacturer narrative:
It was reported that the orbit coil could not be advanced through the noncordis microcatheter. The compatibility of trufill dcs orbit coils with the rebar 10 has not been established. The procedural factor of microcatheter selection may have contributed to the reported insertion difficulty. The returned orbit coil was not captured in the introducer and was stretched. It is possible that the orbit coil stretched due to the insertion difficulties through the noncordis microcatheter. However, because the stretched condition of the coil as noted on the returned product would have been evident to the user and there was no report of the coil stretching, the more likely scenario is that the coil stretched after the procedure during handling and packaging for return. As noted in the IFU, the orbit coils are delicate devices and should be handled carefully. There is not enough info available to conclusively determine the cause of the stretched coil, but is appears that it occurred after the procedure. Two non-sterile trufill dcs orbit received. The first orbit had several kinks and bends along the delivery tube and support coil. The introducer was received separated. The coil was elongated of the proximal part and it was attached to the gripper. The second orbit also had several kinks and bends on the delivery tube and the support coil. The introducer was not received. The coil was elongated at the proximal part and it was attached to the gripper. The outer diameter of both delivery tubes were measured and found to be within specification. No functional test could be done due to the received condition of the products. Under microscopic examination, both coils were elongated at the proximal part also had multiple kinks. Compatibility with other products has not been established. The orbit coils are not compatible with the rebar10 mtr microcatheter. The cause of the damaged units could not be conclusively determined, but it is suspected to be due to the ID of the rebar10 microcatheter. Inspections are in place to prevent damaged products before leaving the facility. The manufacturing records were reviewed and the results indicate that product met quality requirements for product acceptance.